Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as a skin irritation that¿s an allergic reaction. Patient reported having an allergy to metal. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a steroid cream for the skin irritation. Follow up indicated that the skin irritation improved.